Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with abdominal aortic and common iliac artery aneurysms that were treated with gore® excluder® aaa and gore® excluder® iliac branch endoprostheses. The trunk-ipsilateral leg endoprosthesis (rlt) was partially opened approx. 50% off the diameter and positioned below both renal arteries. After the cannulation of the contralateral gate, the sheath with the dilator was advanced into the contralateral gate. Following this, the rlt has moved upwards and covered both renal arteries. It is assumed that the dilator might have caught on the gate during the advancement or that the tip of the dilator hit the closed portion of the rlt. Before the anchors of the rlt were ballooned, a coda balloon was used within the contralateral gate and half above the flow divider of the rlt to move the device down. The same approach was used on the ipsilateral side. Reportedly the graft moved down and was placed below the right renal artery and half above the left renal artery, partially covering the left renal artery. A bare metal self-expanding stent was implanted as a precaution within the left renal artery. Additionally it was stated that the gore® excluder® devices were implanted according to IFU until the proximal migration of the trunk. The final angiogram showed that both renal arteries are fully patent. The patient tolerated the procedure.